Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer' mother reported via phone call that they experienced low blood glucose levels of 48 mg/dl. Mother states the customer has been having reoccurring lows and adjustment have been made due to sports. She went on to discuss trouble uploading to carelink. The customer mother declined troubleshooting for the low blood glucose. The product was not returned for analysis.